Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer complaint was confirmed because there was an indication of an inaccurate cgm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect clinical code - delirium. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On 09/24/2025, it was reported that the patient had no symptoms prior to going to bed. Around 3am, the patient¿s wife woke up and heard the patient moaning. The patient woke up and was responding, but he was delirious. The patient¿s bg meter reading was 49 mg/dl, however, the patient cgm device was not checked. The patient was wearing a tandem insulin pump. The patient¿s wife treated the patient with glucose tablets and orange juice. After 30 minutes, the patient¿s cgm was reading 98 mg/dl but she felt it should have increased more than that due his treatment. Therefore, she called 911 out of concern. Emergency medical services (ems) arrived and did a bg meter test which was reported ¿low¿ but no specific value was provided. No cgm value was reported at this time either. The patient was transported to the ER and was treated with IV fluids. During transport, the patient ¿went back to his senses¿. At the emergency room (ER), the patient¿s bg meter was an unspecified low value and he was further treated with IV fluids and IV glucose. The patient¿s insulin pump was removed. The patient was discharged after approximately 6 hours. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.